Event description:
Additional information received reported as of (B)(6) 2012, the patient's product had not yet been revised. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in (B)(6) the patient underwent a device replacement and was implanted with a primeadvance stimulator. At implant impedances were tested and they were ok. 5 days following the replacement the patient reported not to feel stimulation anymore. Loss of stimulation/therapeutic effect was noted. Patient symptoms included pain. At the follow-up impedances were found out of range (high). Testing impedances at 0.7 v at 1.5 v and at 3.0 v impedances were greater than 2000, greater than 4000 and greater than 10000 respectively on all couples of electrodes. Broken lead was noted. The revision will probably be performed at the end of may/beginning of june. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3890, serial# unknown, implanted: 2002-(B)(6), (B)(4).

Event description:
Additional information reported that the lead was replaced and "thrown out," so no analysis will be performed. The date of the revision was not reported. It was stated that the patient was "ok" and felt stimulation. No further information was given.